Event description:
The jetstream g2 device was used to treat a totally occluded lesion in the proximal sfa. After 2 passes in the minimum diameter mode and 4 passes in the maximum diameter mode, haziness and a non-flow limiting dissection were noted. The area was post-dilated with a balloon and then stented resulting in a good final outcome.

Manufacturer narrative:
The jetstream g2 catheter was discarded after the procedure and therefore, not returned to pathway medical technologies for evaluation.